Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target area was located in a moderately calcified shunt. A 6mmx2.0mmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.